Event description:
A malfunction alarm was reported by the customer. There was no reported impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report any further issues if they arise.